Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative (rep) reported that during stage 1 implant, there was a high impedance on contact 1 that could not be resolved. Electrode impedance was repeated several times by going to the highest voltage check at 3.0 volts, removing the screening cable connection at the stylet, wiping the contacts, and making sure nothing was in the screening cable connector that would be a potential issue. At 1.5 volts the electrode impedance for anything with contact 1 was 20,000 ohms. After doing all of the steps listed above repeated times, the electrode impedance came down to 12,000 ohms for anything with contact 1, but would not go lest than this result. The lead was replaced and the issue resolved. There was no effect on the patient. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the lead, lot #va10erw, found no anomalies. The lead was tested with a known good screening cable attached to an ens and the impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.